Event description:
Implanting surgeon reported that vns pt developed an infection at the chest incision site post implant. It was reported that the pt was hospitalized for treatment of the infection, which included antibiotic therapy, I and d procedure, and explant of the vns therapy system. Cultures were positive for staph aureus. The infection has reportedly resolved.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records for both the pulse generator and the lead confirmed sterilization of devices prior to distribution.